Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of high defibrillation lead impedance were noted on the right ventricular lead. The patient presented in the clinic with all parameters in normal range. The physician alleges the high defibrillation lead impedance to be due to system adjustments post implant. No intervention was performed at this time. The patient was stable with no consequences.

Event description:
Additional information received stating that during a remote follow-up, there was an increase in high voltage lead impedance on the right ventricular lead. The patient was stable adn will continue to be monitored.